Manufacturer narrative:
E1: (B)(6). H3: one device was returned for evaluation. It was stated the pump had a damaged membrane. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found a ruptured downstream occlusion (dso) seal. Functional evaluation found the dso sensor was malfunctioning. The customer complaint was replicated, cause by a ruptured dso seal. The dso seal, and dso sensor were replaced.

Event description:
It was reported the pump has a damaged membrane. The event date is unknown. There was unknown patient involvement.